Event description:
The customer reported that the system locked up.

Manufacturer narrative:
The ge service rep found the front-end card cage floating and loose. Card cage was rightly secured to the frame; all cables in the cage were reseated. System tested without error. System operating within manufacture specification.